Manufacturer narrative:
(B)(4). Date sent: 2/8/2024. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a not reportable. All event information was reports in mw: 3005075853-2023-09201. H1: not reportable.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2024. D4: batch # 311c25. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reloads. Visual analysis of the returned sample determined that five gst45w reloads (f, g, h, I, and j) were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reloads performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 311c25, and no non-conformances were identified. Additional information was requested and the following was obtained: 2 days post op, bleeding was extraluminal, patient was transfused. Unsure about how much blood was given.

Event description:
It was reported that post op of a laparoscopic colon resection procedure that the patient was returned to the or with a post op bleed. Once in the or it was found that the vascular staple line was oozing. There were no issues noticed during the procedure.